Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check: passed 0.44 vdc. Pairing with (B)(4) bluetooth device: passed. Downloaded: passed. Cloud/share data available: no. Bin file review: loss of connection less than 1 hour on issue date. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reporte

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.